Event description:
It was reported that during implant of atrial leadless pacemaker (lp), the patient developed pericardial effusion and tamponade. Further information was requested but has not been received.

Manufacturer narrative:
This report is related to previously reported complaint of perforation during procedure, MFR 2017865-2025-94576.

Event description:
New information received notes that the patient had ow blood pressure during procedure. It was then found they sustained cardiac perforation during the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.